Event description:
It was reported that the sys would locked up (continued to beep after the exposure button was released). No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the sys and replaced the interconnect cable for resolution. The sys operates as intended.